Event description:
It was reported that the patient¿s left ventricular (lv) lead exhibited high thresholds resulting in failure to capture. The lead was explanted and replaced. The patient was in stable condition.